Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion at the bifurcation of the left anterior descending coronary artery and the diagonal coronary artery. Another manufacturer's device (cutting balloon) was inserted into the diagonal coronary artery right after the insertion of the stent delivery system near the target lesion. During the procedure, it was reported that a small amount of friction was felt between both devices. Upon removal of the stent delivery system from the patient, the stent was not on the delivery balloon. Injecting some contrast to visualize the coronary artery, the stent was sent further down the left anterior descending coronary artery. A 1.5mm diameter ptca balloon was inserted into the stent and inflated slightly to be able to pull the stent back to the target lesion. The balloon was then inflated to 8atm and removed from the patient. A 3.0mm diameter ptca balloon was then inserted to fully deploy the stent at the target lesion site. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The other manufacturer's (cutting balloon) device likely contributed to the stent dislodgement. The instructions for use were not followed for pre-dilatation.